Event description:
A customer reported that the surgeon noted a tiny, shiny metallic flake in the eye of a pt one day after cataract surgery. The surgeon was not sure where it came from, however it is suspected that it may have come from the phaco tip. The surgeon immediately irrigated the eye and tried to aspirate the flake out. The flake was not longer visible, however the surgeon is not certain that it came out, and suspects that it may be the angle of the anterior chamber. It was reported that there is no sign of irritation and the pt is doing well.

Manufacturer narrative:
No samples were returned for eval for "metal flake". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "metal flake" cannot be determined from this eval. All phaco tips are 100% visually inspected prior to their release. (B)(4).